Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. Following dilatation of the lesion with a 2.5/10 wolverine cutting balloon leaving 75% residual stenosis, a 3.00 x 32mm synergy xd drug-eluting stent (des) was advanced but failed to cross the lesion. An attempt was made to advance the stent to the lesion together with a guidezilla guide extension catheter but there was a resistance at the lesion part. Subsequently, the lesion was dilated again with wolverine cutting balloon and the synergy stent was retracted. However, the edge of the stent got lifted. The procedure was completed with another 3.00 x 38mm synergy des. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. Following dilatation of the lesion with a 2.5/10 wolverine cutting balloon leaving 75% residual stenosis, a 3.00 x 32mm synergy xd drug-eluting stent (des) was advanced but failed to cross the lesion. An attempt was made to advance the stent to the lesion together with a guidezilla guide extension catheter but there was a resistance at the lesion part. Subsequently, the lesion was dilated again with wolverine cutting balloon and the synergy stent was retracted. However, the edge of the stent got lifted. The procedure was completed with another 3.00 x 38mm synergy des. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6) device evaluated by MFR. : synergy xd mr ous 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal and distal ends were lifted from the crimped profile. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.